Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported painful capsular contracture (baker grade IV) with double capsule¿, ¿left device with a little periprosthetic liquid and folded¿, and ¿fibrous left capsule, linfoid cells cd30 negative¿ the device has been explanted.

Event description:
Healthcare professional reported painful capsular contracture (baker grade IV) with double capsule¿, ¿left device with a little periprosthetic liquid and folded¿, and ¿fibrous left capsule, linfoid cells cd30 negative¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, yellow particles in the shell and deformation. Voids in the gel observed after autoclave cycle. Wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Device evaluation: visual analysis of the photographs identified white encapsulation, fold creases and white particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.